Event description:
It was reported that the patient ipg became inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for explant due to ipg inoperable was not confirmed. As received, the ipg was in a good condition. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The reported issue is unknown.